Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of exposure to MRI, motor error alarm and off no power without low battery indicator from the insulin pump. The customer's blood glucose reading was 128 mg/dl. The customer stated that she received a motor error and her pump went completely dead. The customer did a self-test and the pump went blank. The customer stated that she took her son to the emergency room and was in the x-ray room with the pump on. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.